Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Prior to the report with tandem technical support, the customer had already reset the pump to resolve the issue. The customer continued using the pump for insulin therapy.